Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. The customer experienced a low blood glucose (bg) level of below 54 mg/dl. Customer consumed carbohydrates to address bg. Tandem technical support reviewed the pump logs and determined pump functioned as intended.